Event description:
Magnesium IV was hung as secondary infusion at 50 ml's per hour. Secondary tubing clamp was opened the entire medication ran into the primary bag. IV pump still was running at 50 ml's per hour. The IV tubing sets and IV bags were removed and taken to risk management. The patient was not harmed.

Event description:
Magnesium IV was hung as secondary infusion at 50 ml's per hour. Secondary tubing clamp was opened the entire medication ran into the primary bag. IV pump still was running at 50 ml's per hour. The IV tubing sets and IV bags were removed and taken to risk management. The patient was not harmed.